Event description:
Treatment of a vertebrobasilar junction (vbj) aneurysm. It was reported that the pipeline was implanted in the patient on (B)(6) 2012. The patient was discharged in stable condition to a rehabilitation facility on (B)(6) 2012, but expired in his sleep the next morning. The family refused autopsy.

Manufacturer narrative:
The device will not be returned for evaluation as it was implanted in the patient. (B)(4).